Manufacturer narrative:
Although the customer initially reported a low battery, review of the AED's internal log files determined that the battery had fully depleted within the unit. Analysis of the AED's log files did not identify a cause for the depleted battery. Analysis of the AED's log files identified that once a new battery was installed and a manual self test run the AED was functioning as designed and could stay in service. This MDR is being submitted due to the AED becoming non-operational as a result of the battery reaching complete depletion without evidence of user intervention or maintenance following the initial low-battery indication.

Event description:
A customer reported that their AED's asi is flashing red, and reporting a battery low warning. They reported that this did not occur during patient use.